Event description:
Meter name: one touch basic original, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: shakey and tired. A patient reported they were not able to get a good blood reading.. Their meter allegedly would only prompt re-do. The result on their meter was 40mg/dl. Meter was not compared to any other equipment. Treatment was pills. Meter was below the calibration range 70 not ok. No further information has been reported.